Event description:
It was reported in an article reviewed by MFR that the vns pt died due to a fatal seizure. Attempts to obtain additional info are underway.

Manufacturer narrative:
Dardis, r., selway,r. , koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anaesthesia:2." Anaesthesia; 2001; 56: 1203-1216.